Event description:
During a coil embolization procedure, the orbit mini complex fill 3.5x5 coil ((B)(4)) was deployed in an aneurysm and then recaptured in the microcatheter, but during the retrieval, the coil prematurely deployed. The coil was partially in the aneurysm and partly hanging in the parent artery, and was starting to attract a clot. A competitor's stent 'solitaire' was used to retrieve the clot and coil to rescue the situation.

Manufacturer narrative:
The product was received for analysis, but the analysis is pending. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization, an orbit mini complex fill coil protruded into the parent vessel, had premature detachment and there was thrombosis in the device. During a coil embolization procedure, the orbit mini complex fill 3.5x5 coil (637mf3505/ 15144557) was deployed in an aneurysm and then recaptured in the microcatheter, but during the retrieval, the coil prematurely deployed. The coil was partially in the aneurysm and partly hanging in the parent artery, and was starting to attract a clot. A competitor's stent 'solitaire' was used to retrieve the clot and coil to rescue the situation. There was no report of injury for the patient. A non-sterile prowler select plus was received with a "stent - solitaire" and one embolic coil stuck inside of it and they were coiled inside of a plastic bag. The microcatheter was inspected and some waves were found on the product but apparently this may have occurred during the handling of the unit when it was returned for evaluation. The "stent - solitaire" was found stuck inside of the microcatheter and the embolic coil was found stuck with the "stent-solitaire" inside of the microcatheter. The embolic coil was found stretched/kinked/broken in tangled condition and residues of dried blood were found attached to the stent and embolic coil. The rest of the trufill orbit dcs was not received for evaluation. The distal end of the microcatheter was inspected under microscope, the "stent solitaire" and embolic coil were found stuck in the device and residues of dried blood could be observed on the devices. After the embolic coil was removed from the devices, it was inspected under microscope and found stretched/kinked/broken with residues of dry blood. The head piece of the embolic coil was not received; just the distal bead of the embolic coil can be observed. It appears that it was kinked before it was broken. The received devices were separated, the embolic coil was pulled out from the microcatheter and when the embolic coil was pulled out, the "stent solitaire" came out too from the microcatheter as it was trapped with the embolic coil. The functional test for the coil premature to detachment could not be performed due to the trufill dcs system was not provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failures reported by the costumer as "coil - protrusion into parent vessel and coil - premature detachment" could not be evaluated. The cause of the damages found in the embolic coil could not be conclusively determined; however, this does not appear to be manufacturing related since inspections are in place per (B)(4) that prevents this kind of damages leaving from the facility. Therefore no corrective actions will be taken. There was noted dried blood debris on the returned device. Review of the information suggests that vessel, target lesion and manipulation during the procedure may have contributed to the confirmed damages.